Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a 2mm leak that was present. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The imaging showed that there was a 4.5mm leak that was present. The patient was on eliquis post implant but is currently on dual antiplatelet therapy (dapt). The patient came in for their one year follow up CT imaging procedure. The imaging showed that the leak was now measuring 5.5mm x 14mm. The patient has experienced no complications as a result of this event. The physician has scheduled a procedure to implant a non-boston scientific plug and coils to seal the leak.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a 2mm leak that was present. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The imaging showed that there was a 4.5mm leak that was present. The patient was on eliquis post implant but is currently on dual antiplatelet therapy (dapt). The patient came in for their one year follow up CT imaging procedure. The imaging showed that the leak was now measuring 5.5mm x 14mm. The patient has experienced no complications as a result of this event. The physician has scheduled a procedure to implant a non-boston scientific plug and coils to seal the leak.

Manufacturer narrative:
H6 impact codes: f2303 medication required code added.